Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral atrophy, which led to a surgical procedure. The entire aus was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.